Event description:
A physician attempted arteriotomy closure using the starclose device after an unk procedure. The starclose vessel locator wings were completely deployed into the femoral artery. The physician used additional force to remove the starclose device. The physician reverted to manual compression to achieve hemostasis. The pt experienced a prolonged ambulation time and hospitalization.

Manufacturer narrative:
Upon investigation of the returned device, device malfunction was identified. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".